Event description:
It was reported that the patient had been diagnosed with an infection and stated that the physician would be looking for erosion signs during an artificial urinary sphincter (aus) procedure. During the procedure the existing aus was removed. A new system was implanted posteriorly once the patient had healed. The patient was in recovery following the procedure.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient indicated that an artificial urinary sphincter (aus) would be explanted. The patient had been diagnosed with an infection and stated the physician would be looking for erosion signs during the procedure. The patient would contact patient liaison after the aus removal.